Event description:
It was reported that during a da vinci si pulmonary right lower wedge resection procedure, the washer came off of the maryland bipolar forceps instrument and fell into the patient. The washer was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pulley had come off of the distal clevis. The detached piece was returned with the instrument.